Event description:
It was reported that the patient experienced an inadequate stimulation. The patient underwent an implantable pulse generator (ipg) replacement procedure and two leads were added. The explanted ipg will not be returned per hospital policy, and patient was doing well postoperatively.